Manufacturer narrative:
In response to FDA report numbers: mw5091164, mw5091100. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade unknown. Is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "pain, lumps in the armpits," and "capsule contractions," baker grade unknown. Patient additionally reported "breast implant illness, sick a few months after the implants, autoimmune disease, raynauds, general anxiety disorder,rheumatoid arthritis, major depression, sleepiness, back pain, nausea, wakefulness too, confusion, female internal problems, diagnosed with celiac disease, osteopenia, lupus, fibromyalgia, lost a twin, full hysterectomy(tumor), chronic pain, chronic fatigue, osteoarthritis," and "osteoporosis;" these events are not related to the device. Device has been explanted.